Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the caller was advised to switch to multiple daily injections as a backup therapy. The caller would receive a replacement pump with updated software.